Manufacturer narrative:
The zoll quattro catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
During the ivtm therapy, the quattro catheter (lot# 178616) was placed by an experienced physician into the patient's right femoral vein. The insertion was smooth. Per the reporter, the catheter placement was not verified by the imaging. Three hours after the catheter placement, during the cooling phase with the target temperature of 33° c, the nurse noticed the start-up kit (suk) red pinwheel didn't spin, however, it did not affect the patient's cooling. Per the reporter, there was no other central line utilized in the same vein. The quattro catheter and the suk were tested and the catheter was noted hard to flush, showing signs of restricted flow. The catheter showed no kinks or any other damage. No leaks were observed on the catheter or the suk. The customer tested the suk by connecting the in and out luers and confirm the red pinwheel start spinning. The catheter was replaced to continue the therapy utilizing the original same suk. No consequences or impact to the patient.

Manufacturer narrative:
The customer reported a complaint that the quattro catheter (lot# 178616) was "hard to flush, showing signs of restricted flow," was confirmed during visual and functional testing of the returned catheter. A kink on the shaft was observed 7.5 inches away from the catheter tip, which disrupted the saline flow. The exact timing and cause of the kink cannot be determined, but user handling or insertion of the catheter could not be ruled out. Visual inspection of the returned catheter was performed and found the catheter shaft was kinked at 7.5 inches away from the catheter tip. No other physical damage was observed. Observed blood residues on the balloons and the luered tubings. A functional flushing test was performed, and all infusion ports and extension tubes were flushed without resistance, except the in/out luer tubings. There was resistance while flushing the in/out lumen due to the kink on the shaft, thus, confirming the reported complaint. A pressure leak test was performed. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi without any issues. No leak was found on the catheter during testing. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the quattro catheter with lot number 178616.